Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 416 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms. The customer stated that her doctor recommended using a new insertion area that the customer has not tried yet, and having the insulin pump replaced. No further information was provided.